Event description:
It was reported to boston scientific corp in 2008, that a refurbished endostat iii electrosurgical generator unit had malfunctioned one day prior. According to the complainant, a "popping noise" was heard, then "smoke" from the machine was detected; the generator was not used due to these issues.

Manufacturer narrative:
The date of manufacture is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month hemostasis generator and accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.